Event description:
The device was explanted after early battery depletion and eri was noted at follow-up. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.